Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This was explanted and is not expected to be returned.. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device and updates on the initial reporter: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter city e1: initial reporter state e1: initial reporter zip/post code e1:initial reporter phone e1:initial reporter email e2: health professional? E3: occupation h1: type of reportable event h6: impact codes.